Event description:
Caller reported a cgm error, specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided detailed instructions for a pump reset, and the caller was guided through the process. After completing the reset, the cgm error code did not reappear, and the caller was able to successfully start their sensor session.